Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high thresholds. It was also reported that stored artifacts from the device seemed to fit an apparent fractured lead. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.